Manufacturer narrative:
The DHR was reviewed, all final test verification specifications are acceptable. No non-conformities or anomalies were found. The return pad and treatment tip were unavailable for return. The datacard log was returned and reviewed. The errors in the datacard log indicate a recoverable problem that requires operator intervention. If the error occurs during an rf treatment, the rf delivery will be stopped, then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into action required mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. Based on the evaluation of the data, the handpiece and system performed as expected. These issues did not indicate any issues with the return pad during treatment. Evaluation of the system log also monitor the contact quality of the return pad and would stop treatment if a condition is present that may lead to a hazardous condition. Thermage cpt system technical user¿s manual (B)(4) instructs the operator to place the return pad on a well-vascularized area, for example, the lower back or side (just above the hip) that is free of hair and completely dry. Orient the return pad so that the connection tab faces in a lateral direction or away from the patient¿s midline. The return pad is contraindicated for use on the shoulder, head, extremities (arms or legs) or neck region. Ensure the entire area of the return pad is in contact with the patient¿s skin by pressing, smooth to opposite end and applying finger pressure on the adhesive border and massage entire pad area. According to thermage cpt system technical user¿s manual (B)(4) burns, blisters, scabbing, and scarring are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. Based on the evaluation of the data, the handpiece and system performed as expected. The blister occurred on the back where the return pad was attached. The return pad and tip were discarded by the customer and not returned for evaluation. Based on the available information, no causal factors can be determined, and no conclusion can be drawn. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary.

Manufacturer narrative:
Based on the evaluation of the data card and system logs, the hp and system performed as expected. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. The review of the system/data logs does not indicate there is any handpiece or system issue present. Requested treatment tip was not available for return and thus could not be evaluated. The return pad was discarded by the user facility. The investigation is ongoing.

Event description:
The user facility in (B)(6) reported a patient experienced a burn and blister at the bottom of the back one day after a thermage treatment. The heat treatment proceeded normally. No error code was reported on the system. The patient never spoke of excessive heat in the back at the pad location. A tip total of 1200 reps was used during treatment. The highest energy level used was 3.0. The treatment tip was inspected prior to treatment and every 400 pulses. The patient was given a prescription to treat the area. The current status of the patient is good with no permanent damage or scarring.